Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-19483. Note the pt received 4 leads from 2 lot numbers. Note two leads are placed occipital and two leads are placed supra-orbital. All are off label use. It was reported the pt experiences ineffective stimulation. Diagnostic testing revealed several contacts had invalid impedance readings. Reprogramming was able to provide only partial pain coverage. The physician will be notified.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.